Event description:
Patient alert for por. After por cleared, unable to complete interrogation, rec'd message "serious ICD failure; replace immediately." Returned for programming difficulty, electrical reset.